Manufacturer narrative:
The manufacturer has made attempts to gather additional information and request return of the device for investigation. To date, no further information has been provided, and no product has been returned. Based on the information available at this time, the manufacturer is unable to confirm the allegation a "malfunctioning CPAP" device caused or contributed to a patient death. CPAP devices are not labeled for life support. If further information is provided, or the device is returned for investigation, a follow up report will be submitted.

Manufacturer narrative:
The manufacturer received the part number and serial number of the device only. No other information was provided, and the device has not been returned for investigation. A search of the complaint records confirmed the device had not been returned for service since the date of manufacture. If further information is provided, or the device is made available for evaluation, a supplemental report will be filed.

Event description:
The manufacturer was recently made aware of an allegation of patient death in 2017 due to a "CPAP" malfunctioning. There was no serial number, model number, or device name provided. No other information is available at this time. The manufacturer's investigation is on going. Upon completion of the investigation, a follow up report will be filed.